Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened pouches and two opened. Analysis and results: there are three previous complaints of the same code-batch regarding the same issue. There are no units in stock in b. Braun surgical warehouse. The ampoules of the open pouches received have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point. On the other hand, we have checked the ten closed samples received and no leakage of the glue has been found in any of them. However, some of them have also a defect in the sealing bar. Review of the batch manufacturing record of this product showed there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the open samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the open samples received.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a histoacryl pack. Upon opening the packet, it was noted that leakage had occurred. The product was not used on a patient. Additional information is not available.